Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Initial reporter: the customer contact information, including name, occupation, phone, fax, and e-mail address, was not reported. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. Complaint conclusion: a report from the field indicated that the (B)(6) year-old patient with an acute ischemic stroke underwent endovascular mechanical thrombectomy of a middle cerebral artery (mca) (m2-m3 segment) occlusion with a 5mm x 33mm embotrap ii revascularization device (et009533/21b021av) and experienced an intraoperative subarachnoid hemorrhage (sah). The embotrap ii device was reportedly used as per the instructions for use (IFU) in conjunction with a 9f brancho balloon guide catheter (asahi intecc), a cat6 aspiration catheter (stryker), and a trak 21 microcatheter (stryker). Direct aspiration first pass technique (adapt) was initially performed and resulted in a tici score of 1. The target thrombus was not able to be caught. During the second pass, the thrombus was removed with the aspiration catheter, microcatheter, and embotrap ii. The final tici score was 3 (complete perfusion). However, the sah was noted after the removal of the target thrombus. There was a relatively large amount of bleeding. There was no resistance felt during deployment or withdrawal of the embotrap ii device, but the patient was in pain. Despite the reported sah, neurological symptoms had improved, and the procedure was completed without any additional treatment. The patient¿s modified rankin scale (mrs) score was 4 on the following day; his/her baseline mrs score was not reported. The patient was transferred to a rehabilitation facility. The physician commented that the sah was related to the complaint device. Other potential root causes include the administration of tissue plasminogen activator (tpa) and heparin, severely bent m1 segment, and thin blood vessel distal to the stent retriever. The complaint device is not available for evaluation. No further information was provided at the time of complaint initiation. The device was discarded; therefore, no further investigation can be performed. A device history review associated with lot number 20c149av was performed and presented no issues during the manufacturing or inspection process that can be related to the reported event. Hemorrhage secondary to vascular injury is a well-known potential complication associated with the use of the embotrap ii in mechanical thrombectomy procedures. With the amount of information available and without procedural films, it is not possible to determine the root cause of the event. However, there are patient, procedural, and pharmacological factors including vessel characteristics, clot burden, thrombolytic therapy, device selection, and mechanical manipulation of devices within the artery that may have contributed to the event rather than the design or manufacture of the device. There was no report of a device malfunction or performance issue associated with the event. Per the treating physician, the embotrap ii device cannot be disassociated from the sah. The file will be re-reviewed if additional information is received at a later date. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the events were related to a manufacturing or design issue, no corrective actions will be taken at this time.

Event description:
A report from the field indicated that the (B)(6) year-old patient with an acute ischemic stroke underwent endovascular mechanical thrombectomy of a middle cerebral artery (mca) (m2-m3 segment) occlusion with a 5mm x 33mm embotrap ii revascularization device (et009533/21b021av) and experienced an intraoperative subarachnoid hemorrhage (sah). The embotrap ii device was reportedly used as per the instructions for use (IFU) in conjunction with a 9f brancho balloon guide catheter (asahi intecc), a cat6 aspiration catheter (stryker), and a trak 21 microcatheter (stryker). Direct aspiration first pass technique (adapt) was initially performed and resulted in a tici score of 1. The target thrombus was not able to be caught. During the second pass, the thrombus was removed with the aspiration catheter, microcatheter, and embotrap ii. The final tici score was 3 (complete perfusion). However, the sah was noted after the removal of the target thrombus. There was a relatively large amount of bleeding. There was no resistance felt during deployment or withdrawal of the embotrap ii device, but the patient was in pain. Despite the reported sah, neurological symptoms had improved, and the procedure was completed without any additional treatment. The patient¿s modified rankin scale (mrs) score was 4 on the following day; his/her baseline mrs score was not reported. The patient was transferred to a rehabilitation facility. The physician commented that the sah was related to the complaint device. Other potential root causes include the administration of tissue plasminogen activator (tpa) and heparin, severely bent m1 segment, and thin blood vessel distal to the stent retriever. The complaint device is not available for evaluation. No further information was provided at the time of complaint initiation.